Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2009. Revision of optetrak components dur to pain. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of loosening, wear, or infection, which led to pain.

Event description:
Index surgery: (B)(6) 2009. Revision of optetrak components dur to pain. This event occurred outside of the us, in france, and was discovered as part of active surveillance.